Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event that happened between the cage (part#:unk) and the inner shaft (part#: 03.812.003). Initially, the surgeon tried to pull the cage out in order to correct its inserting direction, and then the cage got separated from the inner shaft. Fortunately, the cage was sitting in a proper position, thus he successfully correct the inserting direction using the impactor (part#:unk).

Manufacturer narrative:
Patient¿s initials/identifier, age/date of birth and weight were not provided for reporting. This report is for one (1) unknown t-pal spacer. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. The (510k): unknown, as specific part and lot numbers for t-pal spacer is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, surgery was performed using the transforaminal posterior atraumatic lumbar (t-pal) cage system. During the surgery, the following issues were confirmed with t-pal spacer applicator handle and t-pal spacer applicator inner shaft. To correct the inserting direction, the surgeon took an action to pull out the spacer that was already sitting in the bone. He turned the handle to the state of ¿open¿, and then pulled out the spacer forcibly. The spacer was separated from the inner shaft and was left in the bone. Finally, the surgeon corrected the location of the cage using an impactor. The t-pal spacer applicator handle and the t-pal spacer applicator inner shaft were not stuck together during the procedure. The surgery was successfully completed with a fifteen (15) minute delay, and there was no adverse consequence to the patient. The procedure was completed successfully. Concomitant devices reported: t-pal spacer applicator handle (part # 03.812.001, lot # 8303805, quantity 1), t-pal spacer applicator handle (part #03.812.001, lot # 8305053, quantity 1), t-pal spacer applicator inner shaft (part # 03.812.003, lot # 8259364, quantity 1). This report is for one (1) unknown t-pal spacer. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Updated information, parts added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this is report 1 of 5 for complaint com (B)(4).